Event description:
It was reported that there was a total knee done and the surgeon noted the demarcation on the surface of the #3 933 cs insert. Used another implant.

Manufacturer narrative:
An event regarding demarcation lines near the bearing surface involving a triathlon cs insert was reported. The event was confirmed. No adverse consequences to the patient were reported. Device evaluation and results: visual inspection confirmed the presence of demarcation marks where the central eminence blends into both bearing compartments. The subject device was dimensionally within specification. The technical report concluded that the observed demarcation marks on the returned subject device are acceptable as they were similar to those on a sample device produced at bottom tolerance. The observed markings do not affect the functionality of the bearing surfaces. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the technical analysis carried out by the plastics manufacturing cell, the observed demarcation lines on the bearing surface of the subject device are acceptable and can occur within the specified machining parameters. These markings are aesthetically only and do not do not affect the functionality of the bearing surfaces.

Event description:
It was reported that there was a total knee done and the surgeon noted the demarcation on the surface of the #3 933 cs insert. Used another implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.